Event description:
Log file review indicated that two batteries exhibited communication errors.

Manufacturer narrative:
Corrections: b3, b5, h10 product event summary: six batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned battery charger and batteries revealed that the devices passed visual examination and functional testing. The battery charger was able to charge the batteries on all four ports as expected. Log file analysis revealed that the controller in use during the reported event contained a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the data log files revealed several premature power switching events that were due to communication errors involving bat590505 and premature switching events due to momentary disconnections involving (bat322395, bat322465, bat590505 and bat322500). In addition, log file analysis revealed momentary disconnections involving bat322406 that did not lead to a premature switching event. Momentary disconnections will result in an audible tone or "beep" when the battery reconnects. Additionally, data log files revealed a relative state of charge (rsoc) between 101-201 involving bat590505 and bat322465, which is indicative of a communication error. There is no evidence of power source lubrication procedure performed on these devices. As a result, the reported premature power switching, communication errors and electr ical disconnect events were confirmed; however, the reported battery not holding charge and charger not charging on all ports cannot be confirmed as the batteries were able to hold charger and the charger was able to charge on all four ports as expected. The most likely root cause of the premature power switching events can be attributed to momentary disconnections and communication errors between the controller and battery. However, the most likely root cause of the reported "electrical disconnections" are most likely attributed to momentary disconnections between the controller and battery. A possible root causes of the reported communication error can be attributed to momentary disconnections on the communication pins of the controller, the controller not receiving responses from the battery, and/or due to the packet error checking method detecting bit errors. An internal investigation was completed to investigate momentary disconnections. This event was assessed and is being reported as part of a retrospective review of log file data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: six batteries ((B)(4)) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned batteries revealed that the devices passed visual examination and functional testing. Log file analysis revealed that the controller in use during the reported event contained a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the data log files revealed several premature power switching events that were due to communication errors involving (B)(4) and premature switching events due to momentary disconnections involving ((B)(4)). In addition, log file analysis revealed momentary disconnections involving (B)(4) that did not lead to a premature switching event. Momentary disconnections will result in an audible tone or "beep" when the battery reconnects. As a result, the reported premature power switching and electrical disconnect events were confirmed; however, the reported battery not holding charge cannot be confirmed as the batteries were able to hold charge. The most likely root cause of the premature power switching events can be attributed to momentary disconnections and communication errors between the controller and battery. However, the most likely root cause of the reported "electrical disconnections" are most likely attributed to momentary disconnections between the controller and battery. An internal investigation was opened to evaluate momentary disconnections. (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system - battery/ (B)(4)/ model #: 1650 / expiration date: 2017-06-30 UDI #: (B)(4), return date: 2018-04-26, device evaluation anticipated, but not yet begun mfg date: 2016-06-30 (B)(4). Heartware ventricular assist system - battery/ (B)(4)/ model #: 1650 / expiration date: 2017-06-30 UDI #: (B)(4), return date: 2018-04-25, device evaluation anticipated, but not yet begun mfg date: 2016-06-30 (B)(4). Heartware ventricular assist system - battery/ (B)(4)/ model #: 1650 / expiration date: 2017-06-30 UDI #: (B)(4), return date: 2018-04-26 , device evaluation anticipated, but not yet begun mfg date: 2016-06-30 (B)(4). Heartware ventricular assist system - battery/ (B)(4)/ model #: 1650de / expiration date: 2018-12-31 UDI #: (B)(4), return date: 2018-04-26, device evaluation anticipated, but not yet begun mfg date: 2017-12-04 (B)(4). Heartware ventricular assist system - battery/ (B)(4) / model #: 1650 / expiration date: 2017-06-30 UDI #: (B)(4), return date: 2018-04-26, device evaluation anticipated, but not yet begun mfg date: 2016-06-30 (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the batteries exhibited power switching with intermittent electrical disconnects. The batteries were not holding a charge and were randomly beeping when no alarm was displayed on the controller screen. The batteries were exchanged. No patient complications have been reported as a result of this event.